Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. Nine days after onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was initially reported to be from "the bowel", but as the information was not clinically verified, the cause is assessed as unknown. Treatment for the peritonitis event was unknown. Eleven days after onset, the patient began in-center hemodialysis therapy and on an unreported date, the peritoneal dialysis catheter was removed. After four days of hospitalization, the patient was discharged. The patient was recovering from the peritonitis. No additional information is available.